Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. During hospitalization for unrelated events, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After a total of eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date during hospitalization for unrelated events, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.